Event description:
Complainant alleged that while attempting to defibrillate a diaphoretic pt the device displayed a "defib pad short" message on attempt to deliver 120 joules via electrode pads. Complainant indicated that the clinician switched from electrode pads to defib paddles to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.